Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal branch. A 2.25mm x 8mm quantum maverick balloon catheter was advanced for pre-plain old balloon angioplasty (poba). However, upon the fourth inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter and a stopcock. The balloon was loosely folded with contrast in the lumen. Microscopic investigation of the balloon revealed a longitudinal tear 7mm in length. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal branch. A 2.25mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for pre-plain old balloon angioplasty (poba). However, upon the fourth inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.